Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2019-00942, reference MFR. Report: 1627487-2019-00943. It was reported the patient underwent drg system replacement on (B)(6) 2019 due to high impedance issues on one lead with no stimulation. The doctor decided to remove the two leads and battery and replace with two new leads at l4 and l5 and a new battery. There were no issues with the explanted battery and other lead. Therapy was restored.